Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and requires maintenance. A field service engineer (fse) performed diagnostic checks and identified an issue with drawer 2.1. To resolve the problem, the solenoid on the affected drawer was replaced and functionality was tested. The failed drawer was successfully recovered and inventoried. Additionally, preventive maintenance was carried out to ensure optimal performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to recover and required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.